Event description:
While the md was placing the left ij double lumen shiley, she removed the wire from the catheter and noted that the guidewire was frayed and stretched out. Nothing was retained as confirmed by chest x-ray.